Manufacturer narrative:
The investigation determined that imprecise vitros tsh and psa results occurred while using the vitros 5600 analyzer. The root cause of the event was a combination of user error (use of bleach as a cleaning agent) and an instrument related issue.per vitros 5600 analyzer vdocs (on-board 5600 user documentation), the use of bleach on the vitros 5600 system may cause erroneous results, and is not recommended. Acceptable performance was achieved following multiple service actions.

Event description:
The customer obtained non-reproducible, biased vitros tsh quality control and patient results (tsh qc result = 3.00 miu/l vs. An expected result of 25.0 miu/l; tsh patient a result = 1.51 miu/l; tsh patient b result = 0.422 miu/l) and a lower than expected vitros psa patient result (psa patient result = 0.71 ng/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected patient results were reported from the laboratory, and corrected reports were issued for the repeat results (tsh patient a repeat = 9.88 miu/l; tsh patient b repeat = 0.174 miu/l; psa patient result = 1.65 ng/ml). There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).